Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia and right inguinal hernia thereby underwent open repair with implant of ventralex mesh (device 1) and perfix plug (device 2). Per op notes, "incision to the umbilical hernia, a ventralex mesh (device 1) was placed to the abdominal wall using prolene sutures. Attention to the right inguinal hernia, placed a small perfix plug (device 2) into the inguinal region using prolene sutures." (B)(6) 2017 - patient was diagnosed with incisional hernia and right flank mass thereby underwent repair with removal of old mesh (device 1 and 2). Per op notes, "there appeared to be hernia above the old umbilical hernia. The mesh (device 1 and 2) were then excised. A synthetic mesh was placed."